Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the customer's description of events and our knowledge of our product. Conclusion: the customer stated that the swivel of rt266 infant dual heated evaqua2 breathing circuits are coming apart. Without the complaint device, we could not determine what caused the swivel to diassemble. The infant swivel was assembled using machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. The subject breathing circuits would have met the requirements at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'

Event description:
A hospital in arizona reported via a fisher & paykel healthcare (f&p) field representative that the swivel wye of rt266 infant dual heated evaqua2 breathing circuits are coming apart. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are in the process of retrieving the rt266 infant dual heated evaqua2 breathing circuits. We will provide a follow up report upon completion of investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the swivel wye of rt266 infant dual heated evaqua2 breathing circuits are coming apart. No patient consequence was reported.